Manufacturer narrative:
The investigation for the reported issue has been completed. The cause of the priming issue was use related and related to the pump and purge cassette already priming prior to the user initiating case start steps on the console. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. Pump priming was not possible, cause priming procedure on automated impella controller (aic) being not available. Procedure was aborted and percutaneous coronary intervention (pci) performed without impella support. No harm done to the patient.